Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.6 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) would not turn on. The patient started charging it and about ten minutes later noticed the controller was very hot and smelled burnt. The user denied any damage to the device prior to this alleged event and did not report any issues with battery swelling or bulging. The user was reportedly using the insulet supplied charging cord and adaptor. The patient's blood glucose level rose to 376 mg/dl.